Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019: patient was admitted to the ICU with clinical signs of infection, but no apparent source of infection. Knee exam was consistent with hematoma. Arthrotomy was noted to be intact. A foul smell was encountered when the joint was opened, but there no excess fluid or obvious signs of deep infection. No purulence in the knee. The patient underwent an I&d and the insert was exchanged. Doi: (B)(6) 2014. Dor1: (B)(6) 2019 (tibia, femur & insert; captured in (B)(4)). Doe: (B)(6) 2019 (captured in (B)(4)). Dor2: (B)(6) 2019 (insert); left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.